Event description:
It was reported that the user¿s ilet displayed ¿connect cgm or enter bg¿ after the cgm sensor was inadvertently dislodged and a replacement sensor could not be paired due to use of a non-compatible smartphone during setup with the ilet mobile app; later, the user was unable to complete email password verification on newly purchased phones needed for pairing. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included temporary interruption of cgm connectivity requiring user education and guidance to obtain or configure a compatible device for sensor pairing. Investigation included technical troubleshooting and user education by support. Investigation of this case revealed sensor pairing unsuccessful due to incompatible phone and subsequent inability to access email credentials to complete device setup. It was concluded that the event resulted from use of an incompatible mobile device and user credential issues, with the ilet and sensor otherwise performing as designed once appropriate setup steps are followed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.